Event description:
A peritoneal dialysis patient's wife called fresenius technical support regarding mid fill alarms. She stated the patient is still connected and in the last fill with 300 ml left to fill. The cycler has been alarming with mid fill alarms, so she changed one of the fill bags without resetting up. She reports no fibrin or bubbles anywhere. Technical support advised to discontinue treatment and contact the clinic for a possible contamination issue. Also instructed caller to call back if the alarm continues on the next treatment technical support followed up with the clinic and learned the patient was hospitalized for peritonitis.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device concerning the reported symptoms. A review was performed by the post market clinical department, per the pharmacovigilance physician, there is no contact between the dialysis solution and the cycler which would cause an infection. There was no report of a fluid leak. The most common cause of peritonitis is touch contamination.